Event description:
Procedure: radiofrequency ablation. Reportedly, the surgeon raised output to 160 w, but tissue was not coagulated at all. The operation was postponed to another date. There was no report of patient injury or impact.